Event description:
It was reported a kink/bend in the device between the helix and rist defibrillation coil was observed when the device was removed from the mandarin. Consequently, this lead was not implanted. A another same brand lead was used to treat the patient without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Helix, fully extended, measured .079 within specification. Mechanical inspection revealed helix fully extended and retracted within six turns. Primary analysis findings: no anomalies found, lead functionally normal.